Event description:
Additional information - it was reported that this issue was discovered when the patient presented to the emergency room. The physician did not specify whether or not the patient symptoms were related to the pacemaker. Interrogation of the pacemaker revealed that the device was undersensing and unable to capture on the atrial channel. The pacemaker was reprogrammed to address the issues.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional information was requested but not yet received.

Event description:
It was reported that the pacemaker was undersensing on the atrial channel.